Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Additional information: d2. Product code was previously hgi. G5. 510k code was previously k003608.

Event description:
Country of complaint: japan. It was reported that during an operation the ceramic part of the jaw broke. The missing parts were collected, but it is not clear if all parts were collected. It was reported in the initial report that the product was purchased in october of 2004, and exceeds its recommended usage.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6). We made a visual inspection of the jaw parts. Here we found a visibly damaged blue ceramic with a crack and broken off areas. Furthermore, we found a broken grey ceramic and a broken off area. Additionally we found that the jaw is not laterally overlapping. We made a visual inspection of the broken off fragment. Here we found dark discoloration. The root cause of the problem is most probably usage related. We assume a mechanical overload situation as the causal factor and this will result in the jaw not overlapping. There is the possibility of torsion or high leverage with the instrument. According to the quality standard a production error or a material defect can be excluded. No CAPA is necessary.